Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd connecta¿ stopcock was found "easily seperated by weak stimulation." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The device history report for lot number 7093819 was reviewed, no related abnormalities were found. Material number 394600 for lot 7093819 was manufactured on 04/30/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined, however, bd will continue to monitor this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that during use a bd connecta¿ stopcock was found "easily seperated by weak stimulation." There was no report of exposure, injury or medical intervention needed.